Event description:
It was reported that the patient had a history of low impedance on the ventricular lead. The lead was capped and replaced on (B)(6) 2014 during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.